Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the light guide lens adhesive was peeled off due to physical stress (by hitting/dropping distal end, chemical stress by chemical solutions, etc.). As a result, humidity invaded the light guide lens which led to corrosion. However, a conclusive root cause of the dirt (foreign material) remained in the device could not be determined. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the grip has discoloration, switch box has a scratch, suction cylinder has no color, right/left knob has discoloration, up/down has discoloration, plug unit has a scratch, water tightness is lost due to pinhole on connecting tube, distal end is shaved, parts needs to be replaced due to annual inspection, adhesive around objective lens has wear, universal cord is deformed, and light guide lens has a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the probe was punctured on the evis exera iii duodenovideoscope. The device was returned for evaluation. During the device evaluation, there was foreign objects found inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.